Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t hs results for one patient without any relevant clinical background from cobas e 411 immunoassay analyzer serial number (B)(4). The patient was (B)(6) who felt discomfort and minimal chest pain. He was tested for troponin t hs with an initial result of 67.44 pg/ml and a repeat result of 67.58 pg/ml. The doctor was retested in another hospital and the troponin I result was negative. The specific result could not be provided. A cardiac ultrasound was performed without any clinical findings. The rest of the cardiac function evaluation, including echo, EKG, stress test, repeated cardiac enzymes (cpk, tropononin-I, ck-mb) were all within normal limits. A second blood draw from the patient was tested on (B)(6) 2017 and the troponin t hs result was 68.65 pg/ml. The sample was then retested in a nearby hospital lab on a cobas 6000 e 601 module and the result was 67.4 pg/ml. The results were not reported to personnel making a treatment decision for the patient. The patient was not adversely affected. Calibration and qc results were checked and found to be acceptable. The customer suspected a possible interference. Sample from the patient was submitted for investigation and the troponin t hs result was 64 pg/ml which reproduced the customer's result. Based on the provided information and the sample results, no product problem could be found.

Manufacturer narrative:
Further investigation of the provided sample found the high troponin t hs result was due to an interference caused by a high molecular weight compound, presumed to be igm in the sample. This type of interference is extremely rare and is documented in product labeling for the assay.